Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. A pinhole fluid leak was identified in the balloon shell. The damage is consistent with bulging and material fatigue. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the device herniated and lost fluid, causing recurring incontinence. The balloon was empty. The device was successfully removed and replaced.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the device herniated and lost fluid, causing recurring incontinence. The balloon was empty. The device was successfully removed and replaced.